Event description:
The hospital reported that during a coronary artery bypass procedure, an acrobat-I stabilizer was used, they couldn't fix it during the operation. They used a new stabilizer and finished the surgery. There's no effect on the patient.

Manufacturer narrative:
Trackwise # (B)(4). Since received this complaint, DHR record and complaint history record have been reviewed, there was no deficiency identified from production relevant to the mechanical issue prior to this complaint. Returned product evaluation: the device was received on 29-dec-2020, the following evaluation have been done: -visual inspection: no visual defects were observed. -mechanical function: the device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. Rotating the knob, it stuck, and can¿t be tightened. As such, the link arm can¿t be tightened. To check this knob stuck abnormal phenomenon during tightening, the stabilizer was disassembled to check the relevant assembly and component status. -disassemble and examine the assembly according to the applicable instructions found in the manufacturing process instructions knob assembly mp-bh-0005. It is found that one side lead in thread on acme nut broken to pieces, one side lead in thread broken to fall down, both sides closed the thread pathway. -verify 2 to 4 threads of the acme screw are exposed past the housing mount. It shows about 3 threads out of the housing mount, the returned product is conforming to this requirement. -check the pilot crimping and its position, the pilot crimping is conforming, without defects on it, and its position is there without moving. -replace with the acme nut from the lot 3000137883 to the returned stabilizer simulating use to check the function of the returned product. Test 30 times, according to IFU, assemble the device securely onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. Evaluate the knob for its ability to tighten the flexlink arm while the locking lever in both the locked and unlocked positions. There¿s no knob tighten issue happened, the knob can be tightened and the link arm can be tightened. -further disassembly the stabilizer to check the relevant components dimensions. All the 6 relevant components dimensions are conforming to the drawing requirements. There's no non-conformity observed indicated this reported issue. The knob stuck during tightening would cause by the acme nut lead in thread broken, which closed the thread pathway in both sides, the closed thread pathway stopped the lead in thread engage with the acme screw lead in thread during tightening. There's no non-conformity observed indicating the acme nut thread broken or defect from raw material inspection. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. Based upon above evaluation, investigation not indicates a manufacturing defect caused or contributed to the reported failure during the investigation. There¿s no deficiency identified from production relevant to the mechanical issue prior to this complaint. The most probable root cause for the acme nut lead in thread broken could be that rotating the knob anti-clockwise rapidly for several circles and then rotating the knob clockwise rapidly, or rotating the knob leaner or too much strength used, which cause acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, then the knob could not be tighten, and link arm could not be tightened. Specific actions for the reported failure mode is being maintained and documented under getinge¿s corrective and preventive action (CAPA) system.

Manufacturer narrative:
Event description:the hospital reported that during a coronary artery bypass procedure, an acrobat-I stabilizer was used, they couldn't fix it during the operation. They used a new stabilizer and finished the surgery. There's no effect on the patient. This issue happened in (B)(6), and it is determined to file a medical device reporting as the similar products are sold in us as well. The investigation has been started, since the complaint was received, the following contents have been conducted: DHR review: the DHR of the reported lot 3000122411 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tighten and also can tighten the link arm. Trend review: in the last 12 months, 09-dec-2019 to 09-dec-2020, the occurrence rate is found to be approximately 0.044%. There¿s no similar complaint reported for this reported lot 3000122411. The device has not yet been returned to factory. The device evaluation will be conducted once it's received. A supplemental report will be submitted when it's available.

Event description:
The hospital reported that during a coronary artery bypass procedure, an acrobat-I stabilizer was used, they couldn't fix it during the operation. They used a new stabilizer and finished the surgery. There's no effect on the patient.